Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error twice in the past three days. The pump also alarmed button error. The customer stated that her blood glucose has been in the 500 mg/dl range, and today it was 558 mg/dl. The customer gave an injection to treat the blood glucose. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed and the pump was able to rewind. Found a motor position encoder error alarm in the alarm history as well. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm was noted. All button/keypad received with no button response due to flattened keypad dome. Keypad connector was closed properly during visual inspection. Unit had minor scratched lcd window and cracked reservoir tube lip. Unable to verify motor error alarm due to keypad anomaly.